Event description:
On (B)(6) 2011, pt reported experiencing continue issues with e4 (occlusion) errors. Pt stated, he received the supplies and is still having trouble with occlusion errors. Pt reported while priming, he had an e4 (occlusion) error displayed. Pt stated, he put on a new piece of infusion tubing and primed and all was okay and then the next morning, he got an e4 again. Pt reported, he has tried changing everything out and he still has had a lot of trouble with occlusions. Pt stated, he get about 6 occlusions a week. Pt reported, he has to give insulin injections to keep his blood glucose down. Pt stated, his a1c was 8.2% a few months ago and then a week ago it was 11%. Pt's target blood glucose is around 200 mg/dl. Pt reported, he feels like the infusion device may not be delivering insulin as it should because of all of the occlusions. Advised if issue continues, can send a trainer. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.